Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a steady and gradual increase in pace/sense impedances. The values were high, out of range in bipolar configuration. At this time the lead was programmed to unipolar, and values were within expected values. There was no noise in presenting and pacing thresholds were also at normal values. A patient related calcification process or tissue interface change was suspected. It was recommended to consider programming unipolar pace and bipolar sense as opposed to unipolar for both. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing a steady and gradual increase in pace/sense impedances. The values were high, out of range in bipolar configuration. At this time the lead was programmed to unipolar, and values were within expected values. There was no noise in presenting and pacing thresholds were also at normal values. A patient related calcification process or tissue interface change was suspected. It was recommended to consider programming unipolar pace and bipolar sense as opposed to unipolar for both. Additional information was received from the field mentioning that the rv lead was programmed back to bipolar, and impedance continued on the rise. Unipolar impedance was within range. There were no events with noise with either lead safety switch (lss). A split configuration to bipolar sensing and unipolar pacing to avoid repeat lss was suggested. Also suggested configuring non-sustained ventricular tachycardia event alert on so they would get an alert if there was noise stored on rv lead. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.